Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked case at the display widow corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed a compromised force sensor error. The blood glucose reading was unknown. Nothing further reported.